Event description:
The customer reported this right atrial (ra) lead had threshold measurements of 1.8 v - 2.5 v. However, when the ra lead was connected to the new device, the threshold measurements increased to 3.1 v. As a result, the ra lead was capped. A new lead was successfully implanted. The lead was actively implanted for approximately 7 years, 4 months.

Manufacturer narrative:
The lead was capped; therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.